Event description:
It was reported that patient received inappropriate shocks due to noise. High impedance also noted. Prior to extraction, the physician noted an external abrasion on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported noise and high impedance were confirmed in the laboratory. Analysis found the rv cables and the inner coil were fractured underneath the suture sleeve tie down impressions at 24.6-24.7cm from the connector pin. The ptfe liner was broken in the same region. Damage found was consistent with the suture sleeve being tied down with excessive force. The damage could cause the reported noise and high impedance anomalies.